Event description:
It was reported while using bd maxplus positive pressure connector the connector did not allow fluid to pass properly. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, the patient was given chemotherapy as prescribed by the doctor. After intravenous injection of dexamethasone sodium phosphate injection, the liquid was connected, and it was found that the liquid did not drip. The infusion set and the needle-free positive pressure connector were checked, and the needle-free positive pressure connector was found to be faulty. The needleless connector was subsequently replaced, and chemotherapy went successfully after the replacement.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary an mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20055178. Additional information provided by the customer indicates indicates that a complete occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055178 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported while using bd maxplus positive pressure connector the connector did not allow fluid to pass properly. There was no report of patient impact. The following information was provided by the initial reporter: on february 7, 2022, the patient was given chemotherapy as prescribed by the doctor. After intravenous injection of dexamethasone sodium phosphate injection, the liquid was connected, and it was found that the liquid did not drip. The infusion set and the needle-free positive pressure connector were checked, and the needle-free positive pressure connector was found to be faulty. The needleless connector was subsequently replaced, and chemotherapy went successfully after the replacement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 10oct2022. H6: investigation summary one mp1000 china from lot 20055178 was received in opened packaging for investigation (appendix 1); no residual fluid was present in the device. The feedback provided by the customer indicates a complete occlusion was detected when the maxplus was connected to the infusion set. A visual inspection of the returned sample did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the maxplus device to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusions or flow restrictions were detected (appendix 2). Further functional testing involved connecting the device to a 70593 infusion set from stock and performing a short infusion; again no occlusions or flow restrictions were detected (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20055178 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. H3 other text : see h.10.

Event description:
It was reported while using bd maxplus positive pressure connector the connector did not allow fluid to pass properly. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2022, the patient was given chemotherapy as prescribed by the doctor. After intravenous injection of dexamethasone sodium phosphate injection, the liquid was connected, and it was found that the liquid did not drip. The infusion set and the needle-free positive pressure connector were checked, and the needle-free positive pressure connector was found to be faulty. The needleless connector was subsequently replaced, and chemotherapy went successfully after the replacement.